Event description:
Philips received a complaint on the v60 ventilator indicating that the customer found a "check vent: backup alarm failed" code during maintenance. Although the error code was discovered when the device was not in clinical use, it is unknown if the device was in use at the time the error code occurred. There was no patient harm reported. The field service engineer (fse) confirmed the issue was found in the event log. As a result of the issue, the cpu board was replaced preventatively. The software was confirmed to be version 2.30 and overall checks, cleaning, and function tests were performed to confirm a return to specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10 the central processing unit (cpu) printed circuit board assembly (pcba) which was replaced was returned to the philips product investigation lab (pil) for evaluation. Neither the alarm occurrence or the associated error code could be duplicated at the pil during the bootup of the cpu pcba or during the standard test bed operation using the cpu pcba. The cpu pcba passed all engineering testing and all the voltages required for the operation of the device system were well within specification. Resistance was measured and it was verified that the part was not shorted or open and functioned with 10-volt direct current (dc). With the device in a no power/hardware power fail stated, the pil technician allowed the visual and audible backup alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. It has been concluded that the customer allegation resulted in no problem found. H11 updated contact information and contact office entity.